Manufacturer narrative:
The reason for this revision surgery was to remedy a broken center screw baseplate after 3 years, 4 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part; with 17 of the prior complaints having the same failure mode of trauma. This is the first complaint against this lot number. The complaint history does not indicate an adverse trend. It was reported that the patient had fell down; leading to the injury. Hence this can be attributed as the primary root cause of the product's failure. Also, the explanted products were not returned to (B)(4), therefore an exhaustive investigation was not possible and any alternative root causes cannot be determined. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to the center screw on the baseplate breaking after a reported fall. The surgeon went in to replace the baseplate, screws and glenosphere.